Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, and patient details have been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV. This is a known potential adverse event addressed in the product labeling. Continued from h.6 (health impact): f2203.

Event description:
Healthcare professional reported capsular contracture, baker grade iii/IV, diagnosed by ultrasound and MRI. Device was explanted and replaced with a non-allergan device. This record relates to the left side.